Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. Customer support provided the caller with information to reset the pump, and the issue was resolved after the pump was reset. The customer was advised to contact support again if the malfunction code reappeared, and they acknowledged this guidance.